Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had no bipolar function. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. This causes the inability to use the bipolar. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed both electrical continuity and energy delivery tests. There was no thermal damage and missing material. The complaint was confirmed by failure analysis.